Event description:
It was reported that the ilet pump¿s sleep/wake button appeared unresponsive, as the user could only power the device by placing it on a charger; the condition persisted for several minutes until the user was instructed to perform a sustained press until the device buzzed, after which the pump awakened as expected. Symptoms included no reported adverse clinical effects. Outcomes included no impact to therapy and no alerts or alarms. Investigation included technical troubleshooting and user education conducted by customer support. Investigation of this case revealed user technique was corrected, and the device functioned as designed after proper press-and-hold activation. It was concluded that the event was attributable to use error rather than a device malfunction.